Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties occurred. The 50-75% stenotic lesion was located in the mildly calcified proximal left anterior descending artery. First, the physician predilated the lesion with a 3.0 x 10 non-bsc balloon. Then, the physician advanced the 10/3.50 flextome cutting balloon to the lesion and on the first inflation, inflated the balloon to 10 atms and the balloon ruptured. The physician began to remove the device and experienced difficulty and when the physician pulled hard on the device, the blade was bent upward. The device was removed intact. There were no pt complications. The procedure was completed with the deployment of a 3.5 x 8 mm liberte stent. Pt status is reported as "stable".